Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/ suture retrieval issue was confirmed. Based on the device analysis observations, it is likely the plunger was not depressed flush with the handle during needle deployment. This resulted in a suture retrieval issue as the posterior needle did not eject from the needle shank. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other four perclose proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with five proglide devices using the pre-close technique via a 6f sheath prior to an aortic endoprosthesis interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. The suture of a second proglide device was deployed; however, the needles could not connect with the cuff and the suture was not retrieved. Four additional proglide devices were deployed with the same result. The successfully pre-placed suture was removed and hemostasis was achieved via surgical suturing. The physician completed the aortic endoprosthesis procedure via surgical access. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.